Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches and peeling keypad overlay. Unable to perform the displacement test and self test due to unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a stuck button alarm. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 7.2 mmol/l. Troubleshoot for the stuck button alarm was provided. The customer also stated that their sensor had a lost sensor alarm. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will not be returned for analysis.